Event description:
Fill volume: 244ml. Flow rate: 5ml/hr. Procedure: chemotherapy. Cathplace: PICC line. Infusion started on (B)(6) 2015 at 11:00am. Infusion ended on (B)(6) 2015 at 10:00pm. A pharmacist reported an incident where an infusion ended sooner than expected. It was reported as, "the fluoruracil was infused by 34 hours when it was set to finish infusion in 46 hours. Med is infused too fast, 12 hours too early." It was further reported that "fluorouracil continuous infusion rate exceed the 5ml/h that is used for treating colon cancer". No pt injury nor medical intervention was reported. It was reported that the pt's current condition is stable.

Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) is currently in progress. Results: testing is in progress and results will be provided once completed. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.